Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was difficult to insert. There was no reported adverse impact to customer's blood glucose level. Tandem technical support was unable to obtain additional information.